Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side caused the events to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution "turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor". ¦precautions for disappeared or frozen endoscopic image: warning "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination". 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image "confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal". 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The evaluation confirmed the user¿s report of the e216 (scope communication error) due to corrosion on the endoscope connector, however; the b30 (scope communication error) could not be confirmed. Additional findings included the following: no electrical continuity due to damage on distal end, scope connector had a scratch, scope connector cover unit had a scratch, light guide cover glass had discoloration, scope connector was dirty due to water leakage, light guide cover glass was dirty due to water leakage, scope connector cover unit was dirty due to water leakage, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to a dent on bending tube, bending angle in up direction exceeded the standard value, connecting tube had a dent, universal cord had a scratch, image guide protector had a scratch, insertion tube rotation ring had a scratch, up/down plate had a scratch, switch box had a scratch, grip had a scratch, scope cover had a scratch, control unit had a scratch, and angulation lever had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was scope communication error codes b30 and e216 while using the bronchovideoscope. It is unknown when the issue occurred. There were no reports of patient harm associated with the event.